Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital with complaints related to infection. The patient had developed an infection and erosion. The system was explanted. The patient condition was stable.